Manufacturer narrative:
Concomitant medical devices: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Information was received from the consumer, regarding a male patient receiving an unknown intrathecal medication via an implantable infusion pump. Indication for use of the device was for unknown. It was reported that the patient had the pump device removed after the catheter came out, and they went through immediate withdrawals. The pump was removed about four years ago. No other information was given regarding this report; if additional information is received this report will be updated.